Event description:
It was reported that the ilet did not charge despite being on the charging pad overnight, with the charging pad¿s indicator light solid green and the ilet initially acknowledging charge; after removing the hard case and reseating the device, the ilet displayed a battery level of 3 percent, and a replacement charger was arranged. Symptoms included low device battery status. Outcomes included user inconvenience and potential interruption of therapy due to depleted battery. Investigation included remote troubleshooting and user education, including removal of the hard case and repositioning on the charger. Investigation of this case revealed a suspected charging function issue potentially related to the charger or charging interface. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or accessory performance contributing to inadequate charging.